Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a diabetes representative regarding a patient who was implanted with a neurostimulator for urinary dys function/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient felt tingling in their spine and a shocking sensation approximately 2 months ago. Patient turned their stimulation off and tingling/shocking sensation went away. The patient does not experience symptoms when ins was off. The patient had a bad cold and was on steroids which seemed to exacerbate the tingling/shocking but patient did not have any falls or trauma. Caller was a diabetes representative and stated they would email the neurostimulator representative in the area to get in contact with the patient. The ins had been off for the last two months and patient was turning on again for the first time today. Symptoms reported were tingling/shocking. Location of symptoms reported was in back. Event date in 2015. Caller states "approximately 2 months ago" and "around (B)(6)".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.